Manufacturer narrative:
An investigation has been initiated. Additional information has been requested. When the investigation is complete a supplemental report will be submitted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient brought to (B)(6) hospital by ambulance having transected line at home with extensive haemorrhage. Palliated and died (B)(6) 2021. Wife reports he told her he had pulled at the line and broken it.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation. Medcomp was informed that the proximal end went with the patient to the coroner and the distal end was discarded by the family and cannot be recovered. A photo of a piece of the catheter was provided. A small section of the lumen with the cuff is visible. The transected edge appears smooth as if it was cut. The reporting facility indicated the patient was increasingly confused and he may have been pulling at his line and they thought he must have managed to break it. The initial suspicion is the break in the line was caused deliberately, given the sharp edge of the apparent cut. The coroner's office enquiry was to determine if the device "failed" or whether it had been cut. Attempts to obtain this information were unsuccessful. A review of the device history record (DHR) for the possible device lots was requested of the contract manufacturer. During the DHR review nothing out of specification was found. A full review of the manufacturing processes was performed. Nothing out of specification was found. The device was manufactured according to current standard operating procedures, quality assurance procedures and customer specifications. Without an evaluation of the device the investigation cannot determine if the failure was related to manufacturing. The catheter was implanted in the patient for 7 months prior to the incident. The device lots were manufactured between september and october 2020. No other complaints for these lots have been received.